Event description:
It has been reported that the drill bit has broken. There was no adverse consequence to the pt.

Manufacturer narrative:
Visual insp confirmed the drill breakage in the junction between the distal and the proximal diameter (brittle area of the drill bit). In case of important bending, this kind of breakage may happen. Historical data analysis confirmed this was an isolated incident. The root cause of the event is suspected to be user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.